Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker had a sudden drop of longevity to two and a half years remaining. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The device should be replaced and returned it for detailed analysis. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. Additional information received which indicated that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported. This device has returned and analysis has been completed.

Event description:
It was reported that this pacemaker had a sudden drop of longevity to two and a half years remaining. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The device should be replaced and returned it for detailed analysis. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. Additional information received which indicated that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported. This device has returned and analysis is expected.

Manufacturer narrative:
If additional information becomes available this report will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had a sudden drop of longevity to two and a half years remaining. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The device should be replaced and returned it for detailed analysis. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.